Event description:
During treatment to the right superficial femoral artery, it was reported that after the lesion was crossed with a guidewire (chevalier, fmd), a saber balloon catheter was delivered to the target lesion for pre-dilation. However, the balloon ruptured during its second dilatation. Therefore, it was removed from the patient and exchanged for new balloon. The procedure was finished successfully and there was no report of patient injury. The lesion was heavily calcified and mildly tortuous. The product will not be returned for analysis.

Manufacturer narrative:
Concomitant medications: guidewire (chevalier, fmd). (B)(4). A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that there was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The unknown contrast to saline ratio was 50:50. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown how many times the balloon was inserted into the patient. There was no difficulty removing the intact balloon catheter from the patient. It is unknown the pressure when the balloon burst. Complaint conclusion: during treatment to the right superficial femoral artery, after the lesion was crossed with a guidewire, a saber balloon catheter was delivered to the target lesion for pre-dilation. However, the balloon ruptured during its second dilatation. There was no report of patient injury. Therefore, it was removed from the patient and exchanged for new balloon. The procedure was finished successfully. The lesion was heavily calcified and mildly tortuous. Additional information received indicated that there was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The unknown contrast to saline ratio was 50:50. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown how many times the balloon was inserted into the patient. There was no difficulty removing the intact balloon catheter from the patient. It is unknown the pressure when the balloon burst. The product was not returned for analysis. A device history record (DHR) review of lot 17076375 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and mild tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.